Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor was producing readings believed to have been erroneously high. He further reported that he had been using the sensor readings and that this had led to a medical event. Customer noted that on (B)(6) 2018 at 12:16 he received a reading of 80 mg/dl and then subsequently lost consciousness three minutes later. Paramedics were called and upon arrival treated customer with ¿two shots of glucose¿ and an unspecified intravenous infusion. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. (Device mfg date) was incorrectly documented in the previous initial report. Device mfg date has been modified.

Event description:
Customer reported his adc freestyle libre sensor was producing readings believed to have been erroneously high. He further reported that he had been using the sensor readings and that this had led to a medical event. Customer noted that on march 29, 2018 at 12:16 he received a reading of 80 mg/dl and then subsequently lost consciousness three minutes later. Paramedics were called and upon arrival treated customer with ¿two shots of glucose¿ and an unspecified intravenous infusion. No further treatment was reported. There was no report of death or permanent injury associated with this event.